Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Magnetic resonance imaging (MRI) showed an infiltration of the serosal layer of the anterior rectum, it was up to 50% involvement of the circumference of the rectal wall. The patient will proceed with treatment and will undergo 28 fractions hypo fractionated radiation. On (B)(6) 2021 additional information was received stating that the procedure was done under local anesthesia and the patient received external beam radiation therapy (ebrt). Additional information received on march 29,2022 upon reviewing the images it appeared that the gel was still the same size 6 months after the placement procedure. The gel is mostly in the anterior rectal wall, in the most superficial layers. The patient is completely asymptomatic and will receive 28 fractions as treatment.

Manufacturer narrative:
Additional information received on march 29, 2022 update on: block b5:describe event or problem; block h6:device code. Additional information received on n november 17, 2021 update on the following: block b3:event date; block b5:describe event or problem; block d6: implant date. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) showed an infiltration of the serosal layer of the anterior rectum, it was up to 50% involvement of the circumference of the rectal wall. The patient will proceed with treatment and will undergo 28 fractions hypofractionated radiation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Magnetic resonance imaging (MRI) showed an infiltration of the serosal layer of the anterior rectum, it was up to 50% involvement of the circumference of the rectal wall. The patient will proceed with treatment and will undergo 28 fractions hypofractionated radiation. On november 17, 2021 additional information was received stating that the procedure was done under local anesthesia and the patient received external beam radiation therapy (ebrt).

Manufacturer narrative:
Additional information received update on the following: block b3:event date. Block b5:describe event or problem. Block d6: implant date. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.